Event description:
It was reported that a patient underwent an endoscopic vein harvesting procedure on (B) (6) 2010 ,and suture was used on 21 incisions on the left leg. Six weeks after the surgery, the wounds were draining, inflamed and infected. The wounds were cultured and an infection was found. The patient has been given oral and topical antibiotics and an emulsion agent and has also seen a dermatologist who reportedly agreed with the surgeon, the patient's body was rejecting the suture. The patient reported that the wounds were "spitting the suture". At this time, the wounds are closed with no swelling or drainage. The patient described the incisions as hyperpigmented and raised and scarred.

Manufacturer narrative:
(B) (4). (B) (4). Infection. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.